Event description:
Prior to a radiation therapy treatment of the head region, the operator inadvertently flipped the treatment area. As a result, the patient's right eye received an unnecessary dose of radiation when the treatment was applied. The investigation of the device's logfiles showed that the operator had flipped the treatment area prior to administration. The system was checked by siemens service following the incident and no device malfunction was found. The relevant calculations pertaining to treatment areas were found to be correct, as were the digitally reconstructed radiograph (drrs) and port films. B2 other serious: unnecessary radiation.